Manufacturer narrative:
Zoll medical corp. Has received the device associated with this report; however, the device is still under investigation. A supplemental report will be submitted when the investigation is complete. No adverse event reported.

Event description:
It was reported that the platform displays "system error." Issue did not occur during patient use. No other information was provided. No adverse event reported.